Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred... The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was having some cgm inaccuracies. The cgm was reading 106 mg/dl, and the bg meter was reading 54 mg/dl. The patient attempted to calibrate the cgm, but the calibration was not used. No patient symptoms were reported. There was no treatment or medical intervention reported related to this inaccuracy. The following day, on (B)(6) 2024, the patient was found unconscious by her brother. The patient¿s cgm was reading 173 mg/dl, and the bg meter was reading 43 mg/dl. The patient was wearing a tandem insulin pump. Prior to the patient losing consciousness, she stated she had been feeling dizzy. The patient¿s brother treated her with baqsimi (nasal glucagon). The patient regained consciousness after approximately 1.5 hours. The patient did not seek assistance from a higher level of care. The patient was feeling tired and cold at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on 10/18/2024. The reported glucose values fall within the d zone of the parkes error grid on 10/19/2024. The data investigation found a difference in values that falls within the c zone of the parkes error grid on 10/19/2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.